Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infected pocket. Cultures taken were (B)(6) for klebsiella pneumonia with sepsis and (B)(6) bacteremia. Antibiotic treatment was necessary. The device and leads were explanted and replaced with a temporary implantable pulse generator (ipg) and pacing lead. Nine days later a new system was implanted. No further patient complications have been reported as a result of this event.